Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was placed in the atrial appendage and throughout the normal life of the lead the threshold rose and it was noted it was high. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.